Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report. Device not returned.

Event description:
It was reported the patient's right hip was revised due to osteolysis and shell loosening. Intra-operatively, the poly liner was observed to be worn. The shell, liner, and femoral head were revised to a competitor shell and liner with a 36 +5 pca head. Rep confirmed there are no allegations against the femoral head, and reported that no further information will be released by the hospital or surgeon.